Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an electrical connection failure. Technical services was unable to plug the baton into the monitor, one of the baton's connector pins was broken off. A new baton was plugged into the monitor and the image was good. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a ranger video baton 3-4, there was no image on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.